Event description:
It was reported by user facility medwatch that after a laparoscopy with bilateral salpingo-oophorectomy, the pt was returned to surgery due to bleeding from the staple line. It was noticed that some staples were no longer in place in the correct position and that some staples were found to be lifting out of the tissue. There were no difficulties with the device during its initial use.